Event description:
Related manufacturer reference number: 2017865-2022-04958. It was reported that the patient¿s right atrial (ra) lead exhibited oversensing of noise resulting in pacing inhibition and inappropriate auto mode switching (ams). During lead revision procedure, when the physician tried to remove the lead from the pacemaker it was difficult to loosen the setscrew; upon removing the septum the setscrew fell out. A new device was implanted and the ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.